Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3,h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed the presence/clogging of foreign material in the auxiliary water channel, but the type of the material cannot be identified. A definitive root cause cannot be determined. However, it is likely that the foreign material was not removed since reprocessing was not conducted properly due to leakage from the bending section cover or distal sheath (black covering of the bending section). The event can be prevented by following the instructions for use which state: the suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU). Instructions for use (IFU) states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited the jet tube (j-tube) had white foreign material. There were no reports of patient involvement.